Event description:
I-flow corp.com co product info for product on-q post-op pain relief with soaker catheter recommends toxic doses of xylocaine, marcaine, sensorcaine, chirocaine and naropin in co literature. Rptr asks why.